Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017, with blood glucose below 20 mg/dl at the time of the incident. The customer was at 129 mg/dl at the time of the call. The customer was given intravenous fluids and food to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer could not clear the battery alarms. Customer also complained about battery out limit alarms that they were unable to clear. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test, self test and unexpected restart error test. The stop (idle) current and run current measurement tests are within specification. Unit also passed off no power alarm test. No unexpected battery out limit alarm noted. Unit passed the delivery accuracy test. The motor functioned properly during testing. No motor anomaly noted. Unit was unable to prime during prime test due to faulty force sensor resistor (gold). Unable to perform the occlusion test and excessive no delivery test or verify the test reservoir volume matches the units remaining in the status screen due to prime/fill anomaly. Unit also had intermittent button response on the up arrow, down arrow and express bolus buttons due to corroded keypad traces. Unit had cracked reservoir tube, cracked reservoir tube lip and a missing end cap sticker.